Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was 291 mg/dl at the time of the incident. The customer reported that the drive support cap appears normal or slightly indented. The customer stated that the insulin pump had not worked for two hours and had a no delivery alarm. The customer was unable to complete the insulin pump rewind due to the insulin pump alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test. No motor error alarm during testing noted. The motor was tested outside the unite and passed.